Event description:
It was reported that bd syringe 1ml ll w/ndl eclipse 27x1/2 rb leaked. It was reported by customer that clinicians are saying they are leaking. I do not have a sample to turn in. Rcc received a complaint via email. Clinicians are saying they are leaking. I do not have a sample to turn in. Item: 305789 quantity affected: 2 ea serial/lot number: n/a po: (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
06-jan-2025: additional information received is as follows: per customer: ¿when we inject the botox it is fine, the issue is when we pull the syringe out of the skin it continues to inject the botox. This leads to botox being sprayed all over the patient and they continually leak the whole injection time. This just happened last week in channahon. The botox get all over their faced and in their hair. Also you cannot see how much you are giving the patient as they are very hard to read due to being so shiny and the light reflecting off of them¿ first incident happened in december, still occurring. Lot #: 4099717.